Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris¿ pump module infusion set had occlusion issues. The following information was provided by the initial reporter: "smof lipids were paused for 15 minutes, while a medication as infusing. When the smof lipids were restarted the pump continued to say ¿occluded¿ even after patency was confused. Tubing was changed and the problem was resolved."

Manufacturer narrative:
H6: investigation summary: one used sample (model #2202-0007) was returned for investigation. It was reported that the tubing was occluded. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable time. The complaint can be verified. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. A device history record review for model 2202-0007 lot number 21085630 was performed. The search showed that a total of 15,363 units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported bd alaris¿ pump module infusion set had occlusion issues. The following information was provided by the initial reporter: "smof lipids were paused for 15 minutes, while a medication as infusing. When the smof lipids were restarted the pump continued to say ¿occluded¿ even after patency was confused. Tubing was changed and the problem was resolved."